Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the case was extremely complex due to the high calcium content of the iliac access as well as the proximal neck of the aneurysm. Immediately after deployment of the bifurcate the contralateral leg collapsed without expansion. However, the collapsed limb was cannulated and the contralateral limb and place successfully. There appeared to be a type IV endoleak so the procedure was ended. The patient returned three days post index procedure with abdominal pain. A CT angiography revealed a type ib endoleak; two additional iliac limbs were implanted with good results. The physician studied the proximal aortic neck with injection of contrast media within the body of the stent graft, because the physician interpreted this finding as a possible type iii endoleak, fabric due to the coarse calcification. The aneurysm was 10 cm in diameter and the patient was experiencing pain. For this reason the physician decided to do a surgical conversion. No additional clinical sequelae were reported.

Manufacturer narrative:
Correction to implant date: correct date (B)(6) 2015. Device evaluation: from the examination of the returned devices and clinical information provided, the exact cause of the reported events could not be determined. The bifurcate was returned transected proximally between stents # 1 <(>&<)> # 2; the 1st covered stent and the suprarenal stents were not returned. The entire device appeared to have been cleaned and the limbs were removed from their in-vivo configuration (the 3 limbs were returned incorrectly reattached). Four fabric holes were observed on the bifurcate aortic body which may have been the source of a type iii fabric endoleak. A 1mm ¿square¿ shaped fabric puncture was observed on the lateral-right side of the bifurcate at stent #3, and a 1.1mm ¿square¿ puncture and a 2mm x 0.3mm cut were seen on the lateral-right side between stents 3 ¿ 4. A 1.3mm x 0.5mm puncture or cut was also seen on the lateral-left side near stent #4. The exact cause of these tears could not be determined. It is possible that the tears may have been caused by external abrasion from the aortic calcification or during excision of the stent graft when the physician punctured the main body with a 21 gauge needle in order to reproduce the leak. However, the hole positions seen in the explant do not match the location of the endoleak seen in angiogram and CT films. No fabric weave separation, pin holes, or any other external fabric abrasion marks were observed, and no other integrity issues were seen on any of the other devices. Since the proximal stent and suprarenal stents were not returned this limited the extent of the analysis. Per review of the device history record, the device was verified to have met all endurant manufacturing specifications and quality inspections prior to shipment. This includes dimensional verification, packaging, delivery system inspection, and stent graft inspection. A review of returned films confirmed the reported distal type I endoleak which likely contributed to the symptomatic aaa. However, the exact cause of the endoleak seen within the proximal aaa, which may have also contributed to the symptomatic aaa, could not be determined. Pre-implant films confirmed that the proximal neck was extensively calcified circumferentially and also penetrated within the flow lumen, and the iliac arteries were also severely tortuous and calcified. The endoleak seen at implant appeared most likely to be a type IV. At 1 day post-implant contrast was seen at the bottom of the neck near the level of the flow divider; this may have been a residual type IV, or a possible type ia or type iii fabric endoleak. A type 1b endoleak was also observed from the distal right limb and possibly also from the contra/left limb. Films at 4-days again noted an area of contrast near the top of the aaa sac, possibly from a proximal type I endoleak, type iii fabric, or residual type IV. Contrast was again seen within the distal sac from a distal type I endoleak from the ipsilateral or both limbs. The cause of the distal type I endoleak was likely due to an in adequate bilateral distal landing zone in highly calcified iliacs during the initial implantation. A possible proximal type I endoleak may have been caused by low stent graft placement within the angulated and severely calcified aortic neck. The 32mm main stent graft was excessively oversized for the ~23mm proximal neck diameter, possibly leading to fabric infolding and a type ia leak path. Also, post-implant angio images possibly show a more significant leak when the contrast catheter was proximal to the graft body, implying a type ia leak was present. A persistent type IV may be the most likely endoleak. Post-implant films showed a leak through the graft body when the contrast catheter was distal to the fabric edge, implying a type IV fabric blush was present four days post-implant. The cause of the contralateral leg collapsing without expansion during implant cannot be determined, but may have been due to implanting within the narrowed/distal portion of the calcified proximal neck. Film review of angiogram images and subsequent implantation of limb extension grafts appear to confirm the existence of a type ib distal endoleak from one or both of the limbs, likely due to inadequate distal landing zone in highly calcified iliacs during the initial implantation. Post-implant angio images appear to confirm another endoleak in the main graft body; the leak could be a type ia, type iii, or type IV. The 32mm main stent graft is excessively oversized for the ~23mm proximal neck diameter, possibly leading to fabric infolding and a type ia leak path. Post-implant angiograms possibly show a more significant leak when the contrast catheter is proximal to the graft body, implying a type ia leak is present. Post-implant CT and angiogram images show the leak appearing immediately at the top of the aneurysm sac, making it less likely a type iii fabric hole is responsible. Explant analysis found three small holes in the graft fabric, possibly caused by the physician during the explant procedure. The hole positions do not match the location of the leak seen in angiogram and CT films. Some post-implant angiogram show a leak through the graft body when the contrast catheter is distal to the fabric edge, implying a type IV fabric blush is present four days post-implant. We cannot rule out a type ia, iii, or IV endoleak. Four days post-implant seems longer than normal for a type IV blush to still be present, there is no fabric defect seen on the explant in the location of the leak observed in the CT reconstruction, and there is no obvious leak path for a type ia leak, even though the graft is excessively oversized. Given a leak is observed with the contrast catheter in the graft body, a persistent type IV is the most likely leak type.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of returned pre-implant cta¿s confirmed that the patient had a 7.5cm infrarenal aaa. The proximal neck was long and extensively calcified. The approximate proximal neck diameter just below the renals measured 24mm, and 4cm lower near the bottom of the neck narrowed down to 20mm. The infrarenal neck was angulated 45deg r-l and approximately 70 deg a-p. The calcification in the neck was circumferential and also penetrated within the flow lumen. The lower aaa sac contained significant thrombus. The iliac arteries were severely tortuous and calcified. The left common iliac artery diameter ranged from 9 ¿ 11 mm, and the right common iliac diameter ranged from 8 ¿ 11mm. Review of angiogram images during implant revealed that the proximal neck flow lumen diameter just below the renals was 20mm (l-r), 2cm lower expanded to 28mm, and 4cm lower narrowed down to 17mm. The bifurcate was brought up the right side and implanted approximately 5mm below the lowest left renal artery. Images during deployment of the bifurcate were not seen in the films. Prior to complete deployment of the ipsilateral limb, the contra gate was seen cannulated with a wire from the left side, and the contra limb was implanted into the left common iliac and the ipsilateral limb into the right common iliac artery. Tip recapture and removal of the delivery systems were not seen. Post-deployment, the proximal stent graft od was 24mm at the 1st stent ring, and 28mm at the 2nd stent. Approximately 3cm below the proximal margin, the stent graft narrowed down to 16mm od (l-r). Approximately 2 stent rings were seen within the right common iliac artery which measured 11mm in diameter at its distal end, and 1 stent was within the left common iliac which measured 10mm in diameter at the stent graft distal end. After ballooning, angiogram injection from above the suprarenal stents showed contrast outside the stent grafts; this appeared to be a type IV endoleak and could not rule out a possible proximal type I endoleak. Both limbs were patent; the blood flow through the right/ipsilateral was slightly reduced in strength compared to the left limb. No other obvious stent graft issues were observed. Review of transverse cta¿s from 1 day post-implant revealed that the bifurcate was positioned within the calcified neck. Contrast was seen outside the stent graft at the bottom of the neck near the level of the flow divider. The endoleak type/source could not be determined. This may be a residual type IV or a possible type iii fabric endoleak. A separate area of contrast is also seen within the distal aaa sac likely from a distal type I endoleak from one or both iliac limbs. The distal seal location was severely calcified with minimal purchase (1 ¿ 2cm seal length). Both limbs were patent; no other obvious stent graft issues were observed. Angiogram images during an intervention 4 days post-implant were reviewed. Initial angiogram injection above the suprarenal stents showed contrast outside the stent graft. Contrast was seen near the top of the aaa sac, possibly from a proximal type I endoleak, type iii fabric, or type IV. Contrast was also seen within the distal sac, likely from a distal type I endoleak from either or both limbs. Contrast injection from the level of the flow divider showed contrast outside the stent graft at the proximal margin as well as at the flow divider. Contrast injected into the distal ipsilateral limb showed contrast within the distal sac, indicating a probable distal type I endoleak, and an ipsilateral extension was seen implanted into the right common iliac extending approximately 2 cm out from the ipsilateral limb. The left/contra limb was also seen extended approximately 2cm. After ballooning the limbs the distal type I endoleak appeared to have resolved. Interrogation of the endoleak near the flow divider was performed, including injection while ballooning the origin of the contra limb, and contrast was seen coming out of the bifurcate aortic body near the flow divider. The exact cause of the endoleaks seen cannot be determined. However, it appears more likely that the endoleak seen at implant was a type IV, and the endoleak seen within the distal sac was a distal type 1 endoleak from the ipsilateral/right limb and possibly also from the contra/right limb. The cause of the distal type I was likely due to implanting the limbs with minimal seal length within the calcified and tortuous vessels. The cause of the endoleak seen within the top of the sac appears most likely to be a type iii fabric or a residual type IV, but cannot rule out an additional proximal type I. The endoleak may have been caused by low stent graft placement within the angulated and severely calcified aortic neck. The calcified neck may have also contributed to the possible type iii fabric endoleak. The cause of the contralateral leg collapsing without expansion during implant cannot be determined, but may have been due to implanting within the narrowed/distal portion of the proximal neck.